Event description:
Information was received from a healthcare provider regarding an implantable neurostimulator. The reason for the call was the caller stated patient is inpatient and needs an MRI of the brain. Caller stated patient does not use the device and when they first got it "it did the way it was supposed to" but now when patient turns it on, it is shocks them down their legs and it is extremely painful. Caller did not know when the shocking started but patient said they turned implantable neurostimulator off and it's been off for about a year. Caller also stated patient wants the device removed. Caller mentioned the last x-ray that was done on patient, the leads were not aligned next to each other - one was pulled way down below the other. Caller didn't know if that's how the leads were supposed to be or not. The caller was not with the patient. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed charging controller, charging implant and then activating MRI mode or the eligibility form would be needed.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a260 (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2020; brand name: vectris surescan; product ID: 977a260 (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from another healthcare provider. Hcp reiterated that the patient (pt) quit using the spinal cord stimulator "right away" because when they turned stim on it would "shock [pt] really bad every time".